Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from technical support indicated the longevity estimate was not displayed due to the implant date not being programmed correctly before interrogation.

Event description:
During a follow-up, no longevity estimation was available and the current drain was low. Upon review of the session records technical support believes that the low current drain measurement was false. The longevity estimation was also not given due to the implant date not being programmed prior to interrogation. No further intervention was performed at this time, and the patient was stable with no adverse consequences.